Event description:
It was reported that the pt underwent a two level spinal procedure using two cages with fixation screws. The post-op x-ray revealed the cage's cover plate came off and one of the implant's fixation screws backed out. The revision surgery was performed approx five months post op. Three fixation screws were explanted. The cover plate could not be explanted due to the scar tissue.

Manufacturer narrative:
The cover plate remains implanted, product return is not possible. One sagittal post op film was reviewed. The film shows that two level interbody device with cover plate applied at l4/5 and l5/s1. Cover plate at l5/s1 with screws appears in good condition. L4/5 has a tilting of the interbody device and migration of the cover plate caused by subsidence into l5 and screw back out inferiorily. No posterior element destablization or gross instability. Bone looks within normal limits. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.